Event description:
Complainant alleged that during a routine shift check by a clinician the nurse received an unintended delivery of energy. The nurse was testing the unit at 360 joules and placed their thumbs on the paddle wells and used their index fingers to actuate the discharge buttons on the paddles. The nurse felt a "tingle" in the left thumb at the reported discharge of energy. The nurse reportedly did not require any medical attention as a result of the malfunction. Complainant indicated that there was no patient involvment in the reported malfunction. The device was subsequently evaluated at the facility's biomed department. After cleaning the paddle wells and paddle shoes that were "filthy, dirty" the device did not duplicate the reported malfunction.